Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 05/mar/2019. Additional information: concomitant medical products and device evaluated by MFR. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Blue particles were noted to be observed covering approximately 40%of the balloon shell. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed from several openings. Under microscopic analysis, thirty-three openings were observed on the anterior portion of the shell. All openings were noted to have striated edges, consistent with surgical damage from device removal activities. A small portion of the shell was observed to be missing.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: the physiological response of the patient to the presence of the bib¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the bib¿system include: balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "told of urinations of a greenish blue color. The device was removed and patient was implanted with a second balloon."